Event description:
The MFR received info of a customer using an everflo oxygen concentrator when the device was alarming and reportedly emitted a white powder substance. The customer allegedly inhaled the white powder substance and became congested and had coughing episodes. The patient administered herself a breathing treatment and was later prescribed an anti-inflammatory and antibiotics by her doctor. The device has yet to be returned to the MFR for eval. A follow up report will be submitted when the MFR has completed the investigation.